Manufacturer narrative:
Patient gender was not verified and patient weight is unknown. This report is for three unknown screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Exact date is unknown; reported as approximately 4 week prior to explant on (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a right side tibial nail was removed on (B)(6) 2016 due to a nonunion. The tibial nail was implanted on an unknown date approximately four (4) weeks ago. The revision surgery went as planned with patient outcome noted as satisfactory with no surgical time delay. The construct removed during revision surgery included one (1) unknown nail and three (3) unknown screws. This report is for three unknown screws. This is report 2 of 2 for (B)(4).